Manufacturer narrative:
Product complaint number: (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but was unavailable: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify - no further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a sales rep that, during an unknown surgery on (B)(6) 2022. During the procedure, the needle was detached from the suture. It was not a control release needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/3/2023. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned devices. Visual analysis of the returned sample revealed that it was received two empty labeled winding formers a needle inserted in one pink sponge each and little suture pieces that pertain to product code j311h. Upon visual inspection of the needles, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under 20x magnification, and no suture remnant was found. Marks that appear to be caused by a surgical instrument were observed on the body of the needle. In addition, the suture piece was examined, and have begun the degradation process. As per the condition of the samples, the functional test could not be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.